Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device remains implanted.

Event description:
Healthcare professional reported "deflation". Healthcare professional later reported "implant was deflated through a defect from the valve". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation/ valve leak and/or damage: a crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. As per the investigation procedure crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "deflation". Healthcare professional later reported "implant was deflated through a defect from the valve". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, b5, d1, d4, d6b, e1, h4, h6.